Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the stent was no longer on the balloon and was taped to the front of the box. The diameter of the crimped stent was measured and was 2.18mm. This diameter when compared to the diameter of the (B)(4) lot qualification samples was only slightly larger due to the stent being moved over the distal balloon cone. The balloon had been fully deployed at some point during the procedure possibly in an attempt to capture the stent once it had been dislodged off the balloon. The balloon was inflated to the nominal inflation pressure of 8atm and then the rated burst pressure of 12atm without any leaks. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped. The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The sheath used in the case was not returned. The icast instructions for use specify the following, "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: as the details indicate the stent caught a piece of plaque and was dislodged off the balloon and could not be deployed. As the investigation indicates there is no reason to believe based on the successful lot qualification that there was a performance related issue with the stent delivery system.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated MDR: 1219977-2015-00262.

Event description:
The physician advanced the stent through the sheath all the way into the left renal artery. On pulling back, the stent caught a piece of plaque and was dislodged off the balloon and could not be deployed. The physician re-captured the stent through the sheath and removed it with no problem. No harm to the patient.